Event description:
It was reported that the customer was having calibration problems. Customer stated that her pump was saying 40 mg/dl when her blood glucose level was at 150 mg/dl. Customer was told to calibrate 3 times instead of 2. Customer has not noticed much of a difference. Customer is getting low alerts at night. Customer has had a threshold suspend alarm. Customer stated that it read 56 mg/dl or 52 mg/dl when she was really at 112 mg/dl. Customer gets a calibration error every 3 or 4 days. Customer stated that the sensor seems to track well during the day. Customer's current blood glucose level was 55 mg/dl. Troubleshooting was performed. Customer stated that they had bent cannulas on previous sensors from 2 sets. Sensors will be replaced. Customer stated that she is pregnant and her blood sugars have been fluctuating a lot. Customer was advised that using enlite sensors in pregnancy is off-label use. Customer was advised to consult their physician. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.